Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that the probe vacuum suction had very low pressure. The surgery details were unknown. The pack was replaced. The patient had contacted with product. There was no report of patient impact.

Manufacturer narrative:
The returned product was visually inspected, and no obvious defects were found. A calibrated console representing the current software version was used to test the product. The light emitting diode (led) rings on the console turned green as the probe connectors were engaged to the console indicating the proper communication between the probe and the console. The correct cut rate displayed on the console screen. The probe radio frequency identification (rfid) connectors functioned per specifications. A pak from lab stock was used to test the returned probe. The product could prime, tune with the handpiece, the 0.9-millimeter (mm) aspiration bypass system (abs) tip from the lab stock and returned infusion sleeve and pass intraocular pressure (iop) calibration successfully. The left and right measured crystal signal strength for the sample was 50% and 93%. No air leak was detected from the probe manifold during priming process. No message code appeared on the screen. The cleaning process was able to be performed after functional testing was completed. The aspiration flow rate was measured at multiple set points and met specifications. The probe could actuate in momentary vitrectomy mode. No damage was found on the probe manifold. The investigation conducted a non-conformance review of the reported lot number. No deviations were identified, and all corresponding production release specifications defined in the device master record were met. Based on the evaluation of the information and materials received, the investigation was unable to identify the root cause or origin of the reported event. Additionally, no manufacturing-related deficiencies were found that potentially could have contributed to the complaint. No further investigative or manufacturing actions are warranted at this time due to the product meeting specifications. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. Complaint data for all company products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).